Manufacturer narrative:
The customer reported that there was an alarm situation in which a patient went into asystole for 4 seconds without an audible alarm. This occurred in the gz tele system. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that there was no audible alarm at the central nurse's station (cns) for a patient that went into asystole for 4 seconds.